Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Blood glucose was 260 mg/dl. The customer declined assistance from tandem technical support regarding the issue and declined to provide additional information.